Event description:
It was reported that the patient had an advance sling placed one week ago. The sling "may have been placed too proximal" resulting in increase incontinence. An alternative continence was implanted. No further patient complications were reported in relation to this event.